Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was connected to a test hand piece and a generator and was functionally tested. The hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. The device was disassembled to inspect the internal components. The internal wiring was noted tested for continuity and it failed, this resulted in the inability to use the hand activation feature. No conclusion could be drawn as to what caused the switch to be non functional.

Event description:
It was reported that the first hand piece did not activate and the second hand piece caused a switch error during a tonsillectomy. The customer attempted to correct the issue using two disposables without success. The case was completed with a bovie machine. No patient conseuquence.